Event description:
New information received indicated that the asymptomatic patient presented in the clinic for a follow-up, myopotential oversensing was observed. Programming changes were made to address the oversensing and previous crosstalk issues.

Event description:
It was reported that the device exhibited crosstalk, resulting in inhibition of bi-v pacing. Programming changes were recommended, however, the pacemaker dependent patient refused two calls from the physician to come in for a follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.